Event description:
It was reported that .. "Surgeon wanted to use a multi axial connector to finish of a revision construct using the xia 3 system when it was found that one of the grub screws was found to missing from the implant. The grub screw could not be found and after further investigation found that the screw cannot come out. So this connect was shipped to stryker (B)(4) without the screw. Surgeon completed the case without any problems using another multi axial connector from the kit."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the xia 3 titanium multiaxial crosslink was confirmed by a visual inspection to have one of the two set screws missing. A manufacturing review did not reveal any anomaly that could be relevant to the investigation. The screw could not be found , so the surgeon competed the surgery using another cross connector from the kit. There was no surgical delay or any adverse consequences to the patient and the surgeon completed the case without any problems using another multi axial connector from the kit. The screw could have fallen out during the initial setup of the multiaxial crosslink, with the screw being loosened too much and becoming disengaged from the connector. Conclusion: the cause of the missing screw cannot be conclusively determined and is likely multifactorial. The screw could have fallen out during the initial setup of the multiaxial crosslink, with the screw being loosened too much and becoming disengaged from the connector.

Event description:
It was reported that .. "Surgeon wanted to use a multi axial connector to finish of a revision construct using the xia 3 system when it was found that one of the grub screws was found to missing from the implant. The grub screw could not be found and after further investigation found that the screw cannot come out. So this connect was shipped to stryker nz without the screw. Surgeon completed the case without any problems using another multi axial connector from the kit."